Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. On (B)(6) 2012, a transarterial chemoembolization (tace) procedure was performed on the target lesion, which was located in liver segments s8 and s3. On (B)(6) 2012, a radiofrequency ablation was performed. The pre-operative blood examination revealed the patient's number of platelets to be 114,000/ul, and the prothrombin ratio was 80.7 percent (the patient was not taking anticoagulants). The initial puncture was performed via computed tomography (CT), and it was confirmed that the leveen superslim electrode was positioned properly in liver section s3. This section was ablated with no issues, and the electrode was repositioned in section s8. However, after the ablation in section s8, an accumulation of fluid in the pericardium was noted. The procedure was completed and the patient was sent to the coronary care unit for observation, where a decrease in blood pressure was observed. A physician in the cardiovascular disease division confirmed the patient had experienced cardiac tamponade, and percutaneous pericardial drainage was subsequently performed. It was reported that "it was undeniable that the pericardium [had been] perforated." The patient was then transferred to a general ward for observation, and she left the hospital on (B)(6), 2012. The patient¿s current condition was reported to be "good."

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. On (B)(6) 2012, a transarterial chemoembolization (tace) procedure was performed on the target lesion, which was located in liver segments s8 and s3. On (B)(6) 2012, a radiofrequency ablation was performed. The pre-operative blood examination revealed the patient's number of platelets to be 114,000/ul, and the prothrombin ratio was 80.7 percent (the patient was not taking anticoagulants). The initial puncture was performed via computed tomography (CT), and it was confirmed that the leveen superslim electrode was positioned properly in liver section s3. This section was ablated with no issues, and the electrode was repositioned in section s8. However, after the ablation in section s8, an accumulation of fluid in the pericardium was noted. The procedure was completed and the patient was sent to the coronary care unit for observation, where a decrease in blood pressure was observed. A physician in the cardiovascular disease division confirmed the patient had experienced cardiac tamponade, and percutaneous pericardial drainage was subsequently performed. It was reported that "it was undeniable that the pericardium [had been] perforated." The patient was then transferred to a general ward for observation, and she left the hospital on (B)(6) 2012. The patient's current condition was reported to be "good."

Manufacturer narrative:
Additional information received: it was reported that "it was undeniable that the pericardium was perforated with the leveen [electrode]." The fluid drained from the pericardium was described as "hemoid pericardial fluid."